Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device could not be interrogated. Visual inspection noted large dents on the external device case. Testing of this product was not completed as the device was damaged and could not be fully functionally tested.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.